Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when asked to explain unexpected challenges while using the intermittent catheter the respondent said, urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "patient sensitivity to materials/ mechanical and/ or chemical responses from the patient". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." Corrections: b, g. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when asked to explain unexpected challenges while using the intermittent catheter the respondent said, urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when asked to explain unexpected challenges while using the intermittent catheter the respondent said, urinary tract infection. It was unknown what medical intervention was provided for urinary tract infection.